Manufacturer narrative:
This report is submitted on may 16, 2018.

Event description:
It was reported the patient experienced a performance decrement subsequent to sustaining a head trauma. There are plans to explant the device and reimplant the patient with a new device; however, the procedure is yet to be scheduled as of the date of this report.